Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a faded display with the onetouch ping meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient allegedly first discovered the issue on (B)(6) 2014 at 2am. The patient manages his diabetes with insulin pump therapy and did not make any changes to his diabetes regimen after the alleged display issue occurred. According to the csr¿s documentation, two hours after the reported issue occurred, the patient reportedly developed symptoms of lightheadedness and unspecified vision problems. The patient, however, denied receiving any form of medical intervention after the product issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and after the product issue occurred the patient used a backup meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.